Event description:
It was reported in an article titled "vagus nerve stimulation in the developmentally disabled", that a pt developed a post-operative infection requiring removal of the vns. The infection was caused by pt contamination. The pt was then successfully re-implanted 11 months later. Extensive wound coverings and barriers were utilized during the re-implant to prevent wound contamination.

Manufacturer narrative:
Citation: andriola, mary r, susan a. Vitale "vagus nerve stimulation in developmentally disabled:. Epilepsy & behavior 2, 129-134, (2001).

Event description:
Attempts for additional information have been unsuccessful to date.